Manufacturer narrative:
Date of submission 24-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.